Event description:
It was reported that a lens was implanted and removed because it wasn't sitting right in the patient's eye. A second lens was used but would not advance in the patient's eye. Therefore, a third lens of a different model was implanted. A vitrectomy was performed however no info was provided on why or when it was performed. This report refers to lens 2 of 2. Ref MDR#: 1313525-2015-01536 for lens 1 of 2; ref MDR#: 1313525-2015-01537 for inserter 1 of 2; ref MDR#: 1313525-2015-01538 for inserter 2 of 2.

Manufacturer narrative:
The lens was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. Based on the current information a definitive root cause of the reported event could not be determined.